Event description:
It was reported that during a ptca treatment procedure the tip of the pt2 light support 300 cm j-tip guidewire fractured during advancement. The patient was asymptomatic during this event. The lesion being treated was a calcified, 90% stenotic lesion in a tortuous marginal branch of the circumflex coronary artery. The guidewire was manipulated through a metal entry needle. The physician was unable to retrieve the fractured portion and elected to secure the tip of the wire with a medtronic driver stent. The procedure was successfully completed. No patient injuries or complications were reported. Patient status is reported as 'fine'.